Manufacturer narrative:
Report source-other: (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, poor staple formation was noted during creating the gastric sleeve. The staple line was incomplete at the proximal part. Over-sewing was done to correct the issue. There was a tissue damage as a result of the problem.